Event description:
It was reported that the patients ipg getting warm while charging and patient was no longer able to use the device. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.